Event description:
Pt was admitted to the hospital for an acute pci. The angiogram showed a 100% occlusion in the mid portion of the rca. After successful predilatation, a 3.5mm x 23mm multi link vision stent was advanced to the mid rca without problems. The device was pressurized to 13 atm, but the balloon filled very slowly with contrast medium. Additionally, after 30 seconds of predilatation, the balloon failed to deflate. After a 2 to 3 minute waiting period, little contrast was out of the balloon and it was retracted very slowly from the pt. It was stated that the contrast medium was diluted by normal procedure. A cd of the procedure was returned to guidant for review.